Event description:
During a gastric bypass procedure, instrument did not fire a complete staple line. The surgeon applied another device. The hospital reported that not patient injury had occurred.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.